Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during dwell. The patient was connected at the time of the alarm. The patient line was properly primed prior to connecting and patient extension lines were not in use. The patient line had not separated from the transfer set. The patient did not press go prior to connecting. A dummy tummy was not in use. The patient did not disconnect prior to the alarm. All of the bags were properly connected. There was nothing unusual noted about the supplies. The set was not being reused. The patient did not have pets that could cause damage to the supplies. There was no damage noted to the overpouch or carton, and a sharp object was not used to open either. The supplies were not damaged by an outlet port clamp or assist device. The care giver (cg) stated that the home patient (hp) forgot to close the spare line clamp, causing the system error. The technical service representative (tsr) advised the cg to close all clamps, disconnect,and cap off the hp. The cg removed the supplies. The tsr referred the cg to the hp's on call registered nurse for further medial instructions. Proper procedures were reviewed with the patient and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was "use error - open clamp". The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.